Event description:
It was reported that the b temperature alarm had stopped on the device. Hand cranking was initiated until the temperature decreased to a level allowing use. Rotaflow 32 was put back in rotaflow drive and support continued. No reported pt effect. Ref. Number: (B)(4).

Manufacturer narrative:
(B)(4). A maquet service technician evaluated the device and replaced the battery module. Functional and safety testing was successfully executed and the unit was returned to service. A supplemental medwatch will be submitted if additional info becomes available.